Event description:
A consumer reported via the manufacturer¿s representative (rep) they were in the hospital for a week with an infection after a revision took place to move the pocket site. After this the consumer was experiencing tenderness at the implantable neurostimulator (ins) site which caused them pain during recharging. On (B)(6), the healthcare provider (hcp) stated the pocket looked good and gave the consumer adhesive disks to help with recharging, but the issue wasn¿t currently resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.